Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported that the patient experienced pain at the incision site, possibly due to an infection. Multiple attempts were made to obtain a medical assessment from the physician regarding the nature of the issue, but none was available. The patient was given antibiotics and steroids. There have been no reports of further complications regarding this event.